Manufacturer narrative:
Results: there was no visible damage to the penumbra smart coil (smart coil). The outer diameter (od) of the embolization coil was measured and found to be within specification. During functional analysis, the smart coil was advanced out of its introducer sheath without issue. During an attempt to advance the smart coil into a demonstration microcatheter, extreme resistance was experienced when the distal end of the pusher assembly reached the proximal shaft of the microcatheter. The smart coil could not be advanced into the demonstration microcatheter. Conclusions: evaluation of the returned devices revealed that the smart coil could not be advanced into a demonstration microcatheter. Extreme resistance was experienced prior to advancing the embolization coil entirely into the microcatheter lumen. This resistance likely occurred due to the embolization coil taking shape within the lumen of the microcatheter. The root cause of the embolization coil taking shape prior to advancing out of the microcatheter could not be determined. The non-penumbra microcatheter mentioned in the complaint was not retuned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils. During the procedure, after placing a non-penumbra stent device in the neck of the aneurysm through a non-penumbra microcatheter, the physician placed three non-penumbra coils in the aneurysm using the catheter jailing technique. After introducing the introducer sheath of a smart coil through the hub of the microcatheter, the physician attempted to advance the smart coil; however, the smart coil became stuck around the proximal part of the hub of the microcatheter. Therefore, the physician retracted the smart coil back into its introducer sheath and flushed with saline. Another attempt was made to advance the smart coil into the microcatheter but was still unsuccessful. Therefore, the smart coil was removed and the procedure was successfully completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.